Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the lumbar and thoracic x-rays taken on (B)(6) 2016 were inconclusive and the lead appeared to be in good condition and where it was originally placed. The patient had a removal and replacement of the entire system on (B)(6) 2016. After the device was turned on, the patient reported great coverage and patient response during post-operation programming.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient increased stimulation up to 10.5 volts, but the patient did not feel the high stimulation was helping him. It was noted that this issue started a month prior to (B)(6) 2016. In addition, stimulation would stop or start back up when the patient moved a certain way. It was also reported that there were patient falls related to the reported issues. The patient had fallen once before the implantable neurostimulator (ins) changes. The patient also had several falls since the ins changes, but he did not know the dates. It was noted that the patient¿s legs gave out when his ins was not working. There were no recent medical tests or emi environmental exposure that could be related to the reported issues. During the time of report, the patient was instructed to sync the ins with the patient programmer to confirm ins status/programming. It was confirmed that stimulation was on with program 1 at 10.5 volts; it was noted that this was the setting the patient always used and it was never changed. Also, the ins battery level was half-full and the patient programmer battery level was full. Additional information received from the consumer via the manufacturer representative reported that there was no discernible paresthesia was being provided. The patient felt no stimulation at 10.5 volts, and patient symptoms included an increase in pain and irritability. Diagnostic testing or troubleshooting performed included impedance testing indicating all values were within normal limits, multiple reprogramming attempts made with changes in all parameters/electrodes, and x-rays taken of the thoracic and lumbar spine on (B)(6) 2016. It was noted that the healthcare professional planned to read the x-ray results on (B)(6) 2016, and the manufacturer representative planned to follow up with the healthcare professional on (B)(6) 2016. Surgical intervention did not occur, and it was unknown if surgical intervention was planned. The issue was not resolved as of (B)(6) 2016, and the patient¿s status was alive with no injury. The patient¿s indications for use included spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.